Event description:
Caller reports pt's ins is not operational and is wondering if pt can have an MRI. During call, caller discovered pt's ins is boston scientific, not mdt and disconnected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).